Event description:
It was reported by the patient that the pod cannula was dislodged from the infusion site (leg) in which resulted patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. The patient went to the emergency room for medical attention on (B)(6) 2026. The patient stated symptoms of body pain and dehydration. The patient also stated the diagnosis received at the time of seeking medical attention was elevated blood glucose and dehydration, and it was confirmed that he had not reached diabetic ketoacidosis. Also, when the pod was removed from the infusion site, the pod's cannula was found bent. As treatment, the patient was given intravenous insulin drip. A new pod was placed onto the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs6eza1. Hardware: sm-s911u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.